Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the pump alerted to the battery becoming hot with valid temperature alarms. Reportedly, the pump was charging during the event. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.